Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure on the fourth or fifth firing, there were malformed staples along the staple line on both sides. The staples fell off the tissue when the specimen was removed. Another device was used to re-do the anastamosis. There was no pt consequence.